Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after experiencing an insulin occlusion alert that had been troubleshot and resolved; however, blood glucose levels subsequently became elevated to over 400 mg/dl with no active alerts at the time of contact. Troubleshooting of insulin delivery was performed, during which the patient noted the infusion site had previously appeared damp. The patient was advised to place a new infusion site, and upon removal of the prior site, the cannula was reported to appear intact. The patient was guided through a supply change and planned to call back once able to complete the process. During a follow-up contact, the patient requested assistance completing the supply change and reported that the infusion site had been applied before the tubing was filled. Support walked the patient through filling the tubing prior to connecting it to the infusion site and reviewed best practices for future site changes. The patient successfully completed the supply change and confirmed insulin delivery resumed. Blood glucose was affected during the event, reaching levels over 400 mg/dl and remaining out of range for more than 90 minutes. The device alerted for high blood glucose, and the patient reported no symptoms and did not require medical or non-medical intervention. The patient did not have a glucometer available at the time and planned to allow the device to correct the elevated glucose levels, with instructions to call back if additional assistance was needed. In a subsequent follow-up, the patient confirmed that blood glucose levels had trended downward after the site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.